Manufacturer narrative:
Date rec¿d by MFR : 27mar2019. A power management board was returned to philips for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. The philips service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced the power management board to address the issue and the unit passed all testing.

Event description:
It was reported that after the battery was replaced the ventilator went into an inoperable state. There was no patient involvement. The event date was not specified; estimate used.